Event description:
It was reported that an unknown transfer set had fallen off of an unknown titanium adapter while in use on a home patient (hp). The hp went into the dialysis clinic with their catheter clamped and was given prophylactic antibiotics. Betadine had been used during the hp?s set change. This report is to address the transfer set. No patient injury was indicated in association with this report. No additional information is available. This is report 1 of 2 for this event and patient.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).